Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was hospitalized five days prior to death for another indication. The cause of death was cardiopulmonary arrest. It was reported pd therapy was discontinued on an unknown date prior to death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.